Event description:
It was reported that the patient was getting inappropriately shocked due to noise oversensing exhibited by their right ventricular (rv) lead. The patient's rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.

Event description:
Additional information received indicated that the patient experienced discomfort. The patient remained stable.